Event description:
The customer stated that she performed normal control tests and the results were out of range. While troubleshooting, she performed 2 more control tests and received results of 173 and 171 mg/dl. The normal control range is 88-188 mg/dl. No adverse events were alleged. The tests strips are to be returned for evaluation, and replacement test strips will be sent.